Event description:
On (B)(6) 2014 at the (B)(6) in (B)(6) it was reported that the gas exchange performance of the be-01970311-pls#d quadrox-I oxygenator from lot number 70090945 was bad. The po2 values were checked from the outler of the oxygenator and from the patient several times but the oxygen saturation did not improve. The oxygenator was changed out. (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The returned sample was evaluated in the laboratory and the reported event could not be reproduced. The device gas transfer performance was within the specifications. (B)(4).